Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that device noted an error. No further issues were noted at the pre-discharge device check. This device remains capable of sensing and providing therapy. No adverse patient effects.